Manufacturer narrative:
Investigation performed by ge field engineer (fe) revealed that an electric co (B) (4) changed the input phases at the hosp that reversed how the prestilix 1600 x system was connected to the hospital's main power. As a result of the reversed phases, the table moved in the unexpected direction. Additional inspection of the system revealed that the safety limit switch of the system did not operate properly, allowing the table to contact the floor. It is unk if the reversal of the input phase affected the limit switch. The fe repaired the system by replacing the safety limit switch and corrected the input power phase wiring to its normal configuration. The system was verified to be performing according to specs.

Event description:
It was reported that the table for the prestilix 1600 x system was commanded by the operator to move from a vertical position to a horizontal position. Instead, the table moved in the opposite direction and contacted the floor. There was no injury reported. The concern is for a serious injury if the operator's foot were to become trapped between the table and floor during its operation.